Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was observed on the ventricular channel. It was noted that there were no episodes on merlin.net showing oversensing. Programming changes were recommended. Physician elected to monitor the patient.